Event description:
A caller reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed on using multiple daily injections as a backup therapy.